Event description:
It was reported that: "(B)(6) 2025, it was discovered that the balloon tube was leaking at the side of the connection to the cannula when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "leak - device leak - tube" was confirmed based upon the sample received. The customer returned one unit 5-12514 et tube, cuffed oral, spiral-flex 7.0 for investigation. The returned et tube was found to have a hole in its inflation line near the "20" cm mark on the tube, underneath the bite block. The hole prevented the balloon cuff from being able to stay inflated. It is unlikely that this type of damage was present at the time of manufacturing. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. Therefore, it is unlikely that the root cause is manufacturing related. There was no damage to the bite block, so it is unknown how the inflation line got a hole in it beneath the bite block. A device history record review was performed, and no relevant findings were identified. The root cause could not be established for this complaint issue. This appears to be an isolated incident. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: "on (B)(6) 2025, it was discovered that the balloon tube was leaking at the side of the connection to the cannula when doing testing before using on patient. Change new tube.".